Event description:
During exploration of left medial thigh wound (secondary to vascular antastomosis and orif and plating of left femur) a piece from the overhead spotlight fell into the patinets would. The incision was irrigated with a naci and cefazolin solution. To date no infection has developed. The lights are inspected quarterly and was last inspected on october 15, 1992.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.